Event description:
The account alleged that the hilow will intermittently run up on its own. There was a patient in the bed but there were no reported injuries.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.